Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after completing the sleeve portion, the staple line was inspected and the outer row of staples on the fourth blue firing were wide open and not in b formation. The staple line was over sewn in that area using intracorporal suturing. There were no patient consequences.